Event description:
Complaint report states "this male with no previous heart surgeries was receiving inadvertent shocks from a 3 year old medtronic fidelis defibrillation lead., ICD pocket was accessed, generator was removed, and leads were freed from fibrotic tissue. After the ventricular leads' retention screw was unable to be retracted, it was determined further extraction techniques and devices would be necessary. The ventricular lead was clipped and a liberator locking stylet was advanced to the distal end. The liberator was deployed in the correct fashion and a safety suture was added. A 9 fr. Evolution was placed over the liberator and advanced onto the subclavian vein. At the innominant junction a fibrotic binding site was encountered which halted momentum. Further manipulation caused the patient to show signs of vagal response, at which time the case was immediately suspended."

Manufacturer narrative:
Results & conclusions: patient had extraction procedure scheduled for removal of defibrillator lead that had been implanted for 3 yrs. The lead was targeted for removal due to the fact that the patient was receiving inadvertent shocks from the defibrillator system and the lead was believed to be causal. After the lead was prepped, a 9 fr. Evolution mechanical dilator sheath was selected to aid in the extraction process. The device was advanced within the venous system and a fibrotic binding adhesion was encountered. Following the manipulation of the extraction sheath, a vagal response was noted which stabilized with time and the procedure was continued. Following a second vagal occurrence, the cardiothoracic surgeon that was present exposed the inferior side of the innominate vein and identified a small vascular wall tear. The patient was stabilized and tear repaired. The leads were removed surgically. Because of the presence of fibrous binding adhesions that can anchor a cardiac to the vascular or myocardial wall, efforts to disrupt these adhesions and separate the lead from such vascular attachments may result in inadvertent damage or tearing to the vessels. While the incidents of this type of procedural focused complication is low (.157%), the possibility of this adverse event is listed in the evolution mechanical dilator sheath set instructions for use and related precautions are also provided within that document. Upon receipt of the device, and overall visual evaluation found no visible damage what so ever. Outside of the curve in the sheath bodies which is common for this device, the device was still in exceptional condition. Typically there would be some damage to the outer sheath, but in this case there was none. The evolution tip and sheath assembly were intact, the handle assembly was also intact and fully functional. Based upon the evaluation of the device, no damage or failure mechanism was discovered. The device looked and functioned as specified. Thus, based upon the condition of the device upon receiving it and the evaluation results shown here, the device did not malfunction and as received was still fully functional. None.